Event description:
Affiliate reported that a neurologist has started a clinical study during the spring 2008. In total the study will include 30 pts, all with the diagnoses nph. Since 2008, 6 pts had been included in the study. The neurosurgeon who has performed the operation has chosen the new valve housing unitized, in line with siphon guard for the study. Four months later, it was reported to me that 4 of the 6 pts suffered a sub-dural hemorrhage after the shunt operation.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.